Manufacturer narrative:
Device manufacture date: december 6, 2017 - december 8, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of the small volume intermate ruptured during filling. The device was filled with ceftriaxone 1g and 100ml nacl 0.9%. There was no patient involvement. No additional information is available.